Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m-55 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. A microsemi tel m module vco trim failure was noted.

Event description:
It was reported that during an in-office clinic visit, an error message appeared indicating that wireless telemetry is no longer available with this device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.